Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a diagnostic endoscopic retrograde cholangiopancreatography, the single use distal cover was not attached to the distal end of the scope and could not be found. This issue was discovered during reprocessing of the device. A CT scan (only inside the stomach) was performed, and the facility determined from the CT images that maj-2315 did not remain in the patient's body. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h4, h6, h11, based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.